Manufacturer narrative:
Follow-up # 1 ¿ (06/17/2015). The patient¿s test strips have been returned on 5/7/2015 and evaluated by lifescan product analysis on 6/4/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips vial was found to be overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate high results of "29.3 and 14.3mmol/l" on the subject meter compared with "9.8mmol/l" on a onetouch ultra smart meter performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on 04/28/2015 and evaluated by lifescan product analysis on 05/05/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.